Manufacturer narrative:
The customer¿s report of a leak at the base of the luer connection was confirmed. Visual inspection noted many tool marks on the male luer, and a residual clear, colorless liquid was throughout the set. Functional testing was performed with some back pressure; confirming the leak at the engagement between the microbore tubing and the male luer adapter. Further magnified inspection revealed some solvent channels at the exterior tubing and interior male luer surfaces that seemed more evident along the area of the yellow stripe of the microbore tubing. A root cause has not been determined.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "tubing was leaking at the base of the luer connection." There was no patient adverse event.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "tubing was leaking at the base of the luer connection." There was no patient adverse event.